Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. The replaced fru, lcd with cvr, was received at the manufacture on april 11, 2018.

Event description:
It was reported that during a bph procedure the customer was unable to modify power settings and unable to use the laser to complete the procedure. It was noted that a different device was used to complete the procedure. No patient or user complications due to this malfunction was reported.

Manufacturer narrative:
Product evaluation: the fru, lcd with cvr, evaluation was completed on june 06, 2018 and noted the packaging in which the display was received was undamaged. External appearance indicated that the unit was undamaged and no signs of wear and tear noted. An hps/xps touch screen functional test report indicates that the visual display was ok, unit was ok with the card reader function and failed the touch screen function. Probable root cause: based on the fa results, the probable root cause was determined to be faulty touch screen function.

Manufacturer narrative:
Product evaluation: the console was evaluated and repaired in the field on november 03, 2017. It was determined that top cover needed to be replaced. The top cover was replaced and the system was tested and verified to meet manufacturer¿s specifications. Probable root cause: based on the field service report results the probable root cause was determined to be a faulty top cover. The suspected faulty top cover has not returned to the manufacturer for evaluation.